Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).